Event description:
It was reported to medtronic minimed that the customer reported that the pump was exposed to magnetic resonance imaging. The customer reported a blood glucose value of 363 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) mmt-332a, mmt-1884, mmt-7040ma, and mmt-397a.. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue using the device. Mmt-1884 return requested. The customer agreed to return the device. No product return is required for mmt-7040ma. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded and found in the formatted history file on the event date 04-apr-2025. However, in further review of the formatted history file 2 days prior to the event date of 04-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/04/2025 04:44:05.000, 04/04/2025 04:44:26.000. 04/04/2025 11:41:24.000, 04/04/2025 11:51:00.000. Low battery alert was found on: 04/04/2025 04:42:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.48 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a broken belt clip rails and an excessive glue on the back case (on the belt clip plate weld/rails). The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for exposure to magnetic field or MRI was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.